Event description:
It was reported that balloon burst occurred. A 6.0 x 80, 135cm mustang balloon catheter was advanced for dilation in a dialysis access stenosis. During the procedure, the balloon was inflated up to 10 atmospheres. The balloon was deflated and withdrawn from the patient, and it was found out that the balloon had burst. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit, e1 - initial reporter phone: (B)(6), g4 - premarket / 510(k): k141521, k141597.